Event description:
It was reported that prior to use, there was an abnormal sound. There was no patient impact.

Manufacturer narrative:
Product ID : 8253402 , serial/lot # : (B)(6) h3 : product analysis found that no abnormalities were observed in the device during the incoming inspection. The date is reset due to the internal battery consumption. H6 : fdm b01, fdr c19, fdc d14 and img g02030 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) for product ID: 8253410, serial/lot #: (B)(6) h3 : product analysis found that no abnormalities were observed in the device during the incoming inspection. H6 : fdm b01, fdr c19, fdc d14 and img g02005 codes applicable. Continuation of d10: 8220325, muting probe 8220325 nim, serial/lot # : unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.